Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-laminectomy pain. The pump contained dilaudid with a concentration of 20 mg/ml at a dose of ¿4.480.¿ it was reported the patient¿s pump was in early replacement indicator (eri). The pump was being replaced that day ((B)(6) 2017). The physician was not able to aspirate from the catheter or see the flow of fluid. There were no environmental/external/patient factors that might have led or contributed to the issue. No cerebrospinal fluid (csf) was noted, so the catheter was replaced as well. The issue was resolved at the time of the report. No patient symptoms were reported. The patient status at the time of the report was alive ¿ no injury. Additional information received from the representative on 2017-feb-01 reported the pump eri was normal. The cause of no csf flow from the catheter was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.